Event description:
Consumer complaint of low blood results. Customer feels well and requires no medical attention. Customer's expected blood results are 140-160mg/dl. Verified the strips expire 11/30/2017 and were first opened (B)(6) 2015. Customer confirms the strips are stored properly. Customer performed a back to back blood test; 119mg/dl and 122mg/dl. Reviewed meter memory: 88, (B)(6) 2015, 10:25pm, fasting: yes, 99, (B)(6) 2015, 10:22pm, fasting: yes, 87, (B)(6) 2015, 09:44pm, fasting: yes, 128,(B)(6) 2015, 12:44pm, fasting: yes, 84, (B)(6) 2015, 12:44pm, fasting: yes. No adverse event report.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).